Event description:
Capsule contracture.

Manufacturer narrative:
Capsule contracture was reported as the reason for explantation - baker grade ii, elective surgery only. No manufacturing defect or other abnormality was found on macroscopic or microscopic examination of the explanted device. Update and/or corrections to the following sections: b4, d4, d7, d10, g7, h2, h3, h6, and h10.

Manufacturer narrative:
Physician statement: doctor confirmed capsule contracture on the left side.

Event description:
Capsule contracture.